Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged intermittent power issue. It was reported that there was moisture behind the display. The reporter denied damages to the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/26/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be duplicated as no power interruptions were observed during the 24 hour duration testing. The review of the black box data showed power reboots. No damages were found to the battery compartment or to the battery cap. The battery cap was able to attach securely to the pump. The battery cap contact height and width measurements were within specifications. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the original complaint, a display lens leak was discovered upon performing a leak test. The pump was disassembled and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.